Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that he was experiencing an issue with his one touch lancing device with a broken cocking control issue and stripped/damaged threads. The medical surveillance specialist (mss) spoke with the patient on (B)(6) 2011 and obtained the following information. The patient reported that the alleged issue with the subject meter began on an unspecified day "2 weeks ago" prior to contacting lfs. He stated that he tests his glucose 2x/day and manages his diabetes with a combination of medications including metformin and due to the alleged issue he denied making any changes to his usual diabetes treatment. The patient claimed "2 hours" after the alleged issue started he felt "chest pressure and a headache, plus heart palpitations, high blood pressure and vomiting". The patient reported going "10 days ago" for a doctor's visit where his blood glucose was tested at an unknown time and they obtained a glucose result of "350 mg/dl" which was treated with 2 pills of an unknown oral medication. The patient confirmed that shortly after taking the pills he felt better. During the initial call with customer service, the agent noted that there was no information of misuse of the device. Replacement products were sent to the patient. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.